Event description:
It was reported that when the device was used during an unknown procedure, it had clinging staples. It was unknown how the case was completed. There was no consequence to the patient.